Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during device evaluation, the generator had a damaged generator board and high voltage power supply. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus. A conclusive photo of error code e172 and error code e433 was provided. However, the error codes were not reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that error message e172 occurred due to the following mechanisms: 1. A defective lvps (low voltage power supply), 2. A defective motherboard, 3. A faulty connection cable between motherboard and lvps, and 4. High-resistance contacts on the connectors between connection cable and lvps on the one hand and between connection cable and motherboard on the other hand. Additionally, it is possible the cause for the occurrence of error message e433 are the following mechanisms: 1. Disturbance of the esg-400 due to interspersed electromagnetic interference fields (temporary error). 2. The user operates the foot switch during the start-up of the device (temporary error caused by the user's action). 3. Defective footswitch due to short-circuit in the footswitch plug (temporary error). 4. Defective footswitch due to defective reed contact (temporary fault). 5. Defective cable connection between hvps (high voltage power source) board and generator board (temporary or permanent fault). 6. Defective cable connection for the output signal between generator board and relay board (temporary or permanent fault). 7. Defective transformer tr1 on the generator board (permanent fault). 8. Defective current converter on the generator board (permanent fault). 9. Defective impedance converter on the generator board (permanent error). 10. Defective peak rectifier on the generator board (permanent error). 11. Missing driver signal for the output stage of the generator board (permanent error). 12. Output voltage too low due to poorly switching hf (high frequency) output stage on the generator board (permanent error). 13. No or too low supply voltage from the hvps board (permanent error). 14. Defective hvps board due to short-circuit of the mos (metal oxide semiconductor) transistors (permanent error). In such cases, popping noises or sparks can sometimes be observed or noticed by the user. This could be caused by a defective transformer tr5 on the motherboard, which incorrectly switches the hvps to 110-volt operation with a mains voltage of 230v. 15. Defective hvps board due to thermally damaged inductor l3. 16. Defective motherboard due to short-circuit of resistor ntc1 (negative temperature coefficient) (permanent error). 17. Defective motherboard due to defective adc (analog-to-digital converter) (permanent error). 18. Defective tvs (transient voltage suppression) diodes on the relay board (permanent error). Furthermore, while the assemblies were replaced as a precautionary measure, the specific root cause of reported event with error code e172 and error code e433 could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the event date occurred around 20jun2024. However, the exact date is unknown.

Event description:
It was reported an error e172 occurred in the middle of a therapeutic transurethral resection of prostate procedure. The patient was sedated for an hour and administered propofol and remifentanil when the delay occurred. The procedure was able to be completed with another non-olympus device. No reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event. New information/update was added to the following fields: b1, b2, b5, g2, h1, and h6 a correction was made to d5 in addition.